Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a loss of therapeutic effect. Interrogation of the device showed impedance readings of >2000 ohms on all or some of the unipolar pairs and a reading of <12 microamps. Additional information has been requested and if received a follow up report will be sent. Reference mf report # 3004209178201102615 for related ins system.